Event description:
It was reported that the patient presented in-clinic experiencing increased shortness of breath. Upon interrogation, the left ventricular lead exhibited high capture threshold and high pacing impedance. The left ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of high pacing lead impedance and high pacing threshold were not confirmed. As received, a partial lead was returned in two pieces. Lead impedance test could not be performed due to procedural damage to the lead. Electrical and x-ray tests did not find any conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.